Manufacturer narrative:
It was further reported by the patient's physician that seven months prior to death the interrogation showed a normal ICD function, with 0% pacing, and no episodes of ventricular tachycardia/ventricular fibrillation (vt/vf). Two months prior to death on the physician indicated that there were no episodes of vt/vf or a-fib. The patient had a recent hospitalization for congestive obstructive pulmonary disease (copd), congestive heart failure (chf) and arial-fibrillation (a-fib). The patient had a pmh of ischemic cardiomyopathy, chf, copd, and a-fib. The patient is not pacemaker dependent. No autopsy was performed. The physician indicated that the death was not related to the device or leads. The physician did not no the cause of death. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and lead were returned from a competitor with no information. Information identified in the manufacture's data base indication the patient died approximately eight months post the implant of the ICD and lead. Cause of death will be requested.

Event description:
An implantable cardiac defibrillator (ICD) and lead were returned from a competitor with no information. Information identified in the manufacture's data base indication the patient died approximately eight months post the implant of the ICD and lead. Cause of death will be requested. An implantable cardiac defibrillator (ICD) and lead were returned from a competitor with no information. Information identified in the manufacture's data base indication the patient died approximately eight months post the implant of the ICD and lead. Cause of death will be requested.